Event description:
It was reported by the patient that the device was reprogrammed because the patient didn't feel well and couldn't get enough oxygen at the implant settings. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.